Event description:
It was reported that during an unspecified treatment procedure, "the stent broke in two once the dr deployed it. Dr then snared the stent to retrieve it." Another device was used to complete the procedure. No pt complications were reported and the current pt condition is "stable." Further info has been requested about this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.